Manufacturer narrative:
E1 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The metal prosthesis release system malfunctioned and locked the prosthesis in the catheter. The doctor requested a size of 6cm fully covered and completed the procedure. No patient impact reported. Response to the below questions were obtained from the customer complaint form: what was the target location? - biliary tract. Please advise the anatomical location of the intended target site. - biliary tract. Did the patient require any additional procedures as a result of this event? - no.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Three photographs and a video was submitted by the user. The photographs and video show: photo 1 ¿ shows the user holding the device and the handle with the photograph taken from above the device. Photo 2 ¿ shows the red marker past the point of no return and the distal end of the delivery system where there is no evidence of the stent deployed. Photo 3 ¿ shows the red marker at the very last dimple. ¿ video - shows the user demonstrating the complaint issue. In the video, the red marker is before the point of no return. The user is holding the distal end of the delivery system in view while they actuate the handle. The red marker is moving but the outer sheath is not retracting to deploy the stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Imaging (clinical) review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to a potentially difficult or tortuous patient anatomy which may have possibly resulted in the outer sheath tube becoming separated from the shuttle cap. It is possible that during advancement or deployment, a tortuous path may have been resulted in resistance which could have caused a build-up of pressure within the device, causing stent deployment difficulties. Additional stress or force exerted on the delivery system during the attempted deployment, could have increased the pressure within the device. This in turn could have led to the outer sheath tube separating from the shuttle cap which would result in the inability of the outer sheath to be retracted and inevitably, the inability for the stent to be deployed. However, as the device was not returned for evaluation, this possible root cause cannot be conclusively determined and has been based on the images and video provided by the user. These show the handle actuating but the outer sheath not retracting resulting in the inability to deploy the stent. The most probable cause of this, has been associated with outer sheath tube separating from the shuttle cap. Several attempts were made to gain more information regarding this event, however no new information was received. Should this become available at a later date, the complaint can be updated accordingly. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial complaint reported, the metal prosthesis release system malfunctioned and locked the prosthesis in the catheter. Confirmed quantity of 01 x used device. No adverse effects to the patient were reported. The doctor requested a size of 6cm fully covered and completed the procedure. Investigation findings conclude that a possible root cause could be attributed to a potentially difficult or tortuous patient anatomy.

Event description:
A supplemental report is being submitted due to completion of the investigation on 19 mar 2026.